Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17, changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached in the 500's mg/dl while wearing the pod on his leg for between 4 and 24 hours. He increased his basal rate in effort to treat his levels. The patient stated that the cannula did not deploy, the pink slide did not move forward. He went to the hospital and was diagnosed with diabetic ketoacidosis. He also experienced dizziness, upset stomach, heart palpitations, and dry mouth. Treatment included 10 units of novolog, 20 units of lantus, and IV fluids. The patient's blood glucose history is as follows: time: 2:00pm; bg(mg/dl): 200's, 3:00pm; 300's, 4:00pm; 400's, unknown; 500's.

Manufacturer narrative:
The returned product was evaluated. Inspection of the device found that the needle mechanism was deployed however the catch bean was misaligned and failed to prevent the slide insert from retracting the soft cannula back into the device. The misaligned catch beam was determined to be the root cause of the reported event.